Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To address the bg level, the customer administered a correction bolus via the pump. Reportedly, the customer changed the infusion set and cartridge to address the issue.